Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Geo event description: it was reported that a lead dislodgement or placement difficulty. During implant atrial lead model no. Icq09b-58, sr. (B)(4) was rejected due to technical issues. During atrial lead placement, it was observed that the lead was getting anchored at different sites in the atria with difficulty in removing the same from the site of anchorage. On removal and inspection of the lead, it was seen that the screw was protruding out of the lead tip without the lead being screwed in the atria. Preliminary geo assessment: potentially related to implant procedure preliminary geo conclusion: potentially related to implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was unable to be implanted due to positioning and placement difficulty. It was noted that the ra lead would become "anchored at different sites in the atria" and there was difficulty to remove the lead and reposition from the sites of anchorage. The ra lead was removed from the patient and it was noted the lead helix was extended out of the lead tip without operator input. The ra lead was not implanted and replaced. No patient complications have been reported as a result of this event.